Event description:
The customer stated that two patient samples generated higher than expected results for the architect intact parathyroid hormone (ipth). A patient sample (sid (B)(6)) generated a questioned result of 90.0 pg/ml. The same patient sample was then retested using a non-abbott method with a lower result of 40.25. The customer is using a new reagent lot and indicated that there were no issues with either the calibration or the controls. No impact to patient management was reported.

Manufacturer narrative:
Atypical complaint activity was identified for reagent lot 00211h000, related to the issue under investigation so assay performance was further evaluated. Accuracy testing was completed using reagent lot 00211h000 and results met acceptance criteria. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a (B)(4) bias, it correlated well against the roche module e170. Four other assays were also evaluated against the e170 and all correlated well. A review of release testing which included the trending of human serum/plasma panels, tested as part of product release testing, demonstrate the assay has not shifted over this period of time. Based on the results of this investigation, the architect ipth reagents are performing as intended and no additional product issues were identified. The customer was referred to the "limitations of the procedure" section in the architect ipth assay package insert for additional information.

Manufacturer narrative:
(B)(4): (incorrect or inadequate test result). Product evaluation is in process, and the results will be submitted in a follow-up report.